Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with syncope. Interrogation of the device revealed episodes of svt that were likely vt. The patient passed out due to device's failure to deliver the therapy before the rhythm accelerated into vf zone and the shock was delivered, and converted it into sinus rhythm. The patient was stable post-event and remained in the hospital.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
New information received indicates that the device was explanted. The patient was stable.